Event description:
It was reported that this pacemaker was explanted less than two years after implant. No further information has been provided to date. Device return is expected.

Manufacturer narrative:
The device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified no anomalies. Review of device memory noted the device exited storage mode on 13-jun-2024. The device had been at body temperature prior to this and decreased to room temperature the next day. There was also a saturated lead impedance alert on (B)(6) 2024. This data is consistent with an explant performed on (B)(6) 2024. Device memory review confirmed the device did not exit storage mode while implanted. Memory showed the device auto lead detect feature had been triggered once, although device data did not record a timestamp for this. Witness marks in the lead bore indicate a lead had been fully inserted. The setscrew tip shows deformation consistent with having been fully seated on a lead. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The device was taken out of storage mode with auto lead detect 'on' using a latitude programmer. A lead was inserted into the device and an oscilloscope verified the device was pacing normally. New firmware was reinstalled on the returned device which placed the device into storage mode. While in storage mode, a lead was inserted and the device correctly enabled brady therapy and began pacing. Device exited storage mode through the auto lead detect system and through latitude command, and the device was able to provide therapy. Therefore, analysis determined there were no issues with the hardware that would cause the auto lead detect function to not work correctly. Additionally, cloning the software did not replicate the problem. A software anomaly that caused the auto lead detect feature to not function properly was suspected; however, analysis was unable to determine the cause of the software anomaly. Please note: the device explant date has been updated based on laboratory analysis.

Event description:
It was reported that this pacemaker was explanted less than two years after implant. No further information has been provided to date. Additional information received indicates this pacemaker was explanted because it was found to be in safety mode. No adverse patient effects were reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.